Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable results for an unknown number of patients tested for glucose hk (gluc3), cholesterol gen.2 (chol2), albumin gen.2 (alb2), creatinine jaffegen.2 (crej2), calcium gen.2 (ca2), uric acid ver.2 (ua2), phosphate (inorganic) ver.2 (phos2), urea/bun (ureal), hdl-cholesterol plus 3rd generation (hdlc3), tina- quant hemoglobin a1c gen.3 - hemolysate and whole blood application (a1c-3). The customer provided data for 6 patient samples. Based on the data provided, erroneous results were identified for ua2, phos2, ca2, alb2, gluc3 and crej2. The date of event was not provided. No patient information was provided. It is not known which results were believed to be correct or if erroneous results were reported outside of the laboratory. This information has been requested. Patient 1 initial ua2 result was 3.8 mg/dl. The repeat result was 0.1 mg/dl. Patient 2 initial phos2 result was 1.1 mg/dl. The repeat result was 3.8 mg/dl. Patient 3 initial ca2 result was 4.9 mg/dl. The repeat result was 9.7 mg/dl. Patient 4 initial alb2 result was 2.9 mg/dl. The repeat result was 4.0 mg/dl. Patient 5 initial gluc3 result was 86.0 mg/dl. The repeat result was 43.0 mg/dl. Patient 6 initial crej2 result was 1.25 mg/dl. The repeat result was 0.74 mg/dl. It is not known if any adverse event occurred. This information has been requested. The ua2 reagent lot number was 612309. The expiration date was not provided. The phos2 reagent lot number was 963966. The expiration date was not provided. The ca2 reagent lot number was 613061. The expiration date was not provided. The alb2 reagent lot number was 612100. The expiration date was not provided. The gluc3 reagent lot number and expiration date were not provided. The crej2 reagent lot number was 611032. The expiration date was not provided. It was noted that some reagents were expired. No specific details were provided.

Manufacturer narrative:
It was clarified that the date of event, should be (B)(6) 2015. It was clarified that no adverse event occurred for any patient. It was clarified that no erroneous results were reported outside of the laboratory. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
It was noted that during a service visit on (B)(6) 2015 the system test was acceptable.